Event description:
A report has been received regarding a peritoneal dialysis pt who had an event of peritonitis. The nurse who reported this incident was contacted for additional info. The reporter stated that the pt had contacted her cause he had peritonitis. Since the event happened over a weekend, the pt was instructed to use a home peritonitis kit and was followed up in the clinic on monday. The results of culture confirmed peritonitis. It was reported that the pt reported that he remembers finding water when he removed the cassette but cannot remember what day the leak occurred. The nurse elevated the pt and she did report that possibly the pt contained himself in another way. The nurse also reported that the pt does have dementia at times. The pt did mention to the nurse that when he removes the cassette it fills up with water cause he does not clamp. Rn thought that possibly this was the reason for the peritonitis. Currently this pt is receiving antibiotics and able to continue his treatment. The pt discarded the treatment set.